Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported a fluid loss due to a hole in the balloon at the junction and the tubing neck. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff:. (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected and leak testing. It was identified to have folds. Additionally, the balloon was identified to have a leak due to a hole from fatigue. Based on the information available and analysis results, the hole and leak identified in the balloon confirmed the reported event, and it could have caused or contributed to the reported clinical observation of mechanical problem. Updated device codes h6 and evaluation conclusion codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported a fluid loss due to a hole in the balloon at the junction and the tubing neck. The aus was explanted and replaced. There is no additional information reported.